Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump had been exposed to insulin. The customer smelled insulin and the blood glucose reading was 50 mg/dl. The self test passed and no button error alarm was noted in the history. The blood glucose reading was 546 mg/dl. The customer was advised to call back with a tubing clamp available to perform a high pressure test.